Event description:
Baxter global product manager reported pt on 1550 device had 2 kg weight removed over goal weight set. Pt reported cramping. Weight was recorded to be 2 kg lower than goal set. Pt rec'd 1.5 liters normal saline and diazepam intravenously. Pt is doing well as of october 15, 1998. Lack of info prevents more details to be reported regarding this event.